Event description:
The patient received inappropriate hv therapy for post- sensed t-wave oversensing. The patient has a history of this behavior in the past, and the device has previously been programmed to decrease sensitivity. The physician had decided to cap the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.